Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) indicating a software task error occurred. This resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.